Event description:
While working on the bed, the technician found the CPR function was not working.

Manufacturer narrative:
The technician found all functions were working except the head wouldn't lower when CPR was activated. He isolated the issue to a sticking CPR valve. He replaced the valve to repair the bed.